Event description:
Physician reported a programming error occurred, and wasn't identified for 6 months because the patient was reaching efficacy. The implanted infusion pump was previously programmed to infuse 15mg/dl of morphine at 3.1 mg/day. However, the physician reported the actual drug concentration in the pump reservoir was 10mg/ml morphine. Being that the patient was "reaching efficacy" at the previous morphine dose, the physician corrected the concentration programming and programmed the pump to infuse the equivalent dose the patient had been receiving previously, or 2.1mg/day or 10mg/ml morphine. No patient symptoms or adverse effects were reported as being associated with the infusion programming changes.